Event description:
On 09/01/2011, zimmer surgical received information forwarded by stryker instruments regarding an incident that occurred on (B)(6) 2011. The information received indicated that a nurse was shocked. It was reported that the nurse had a power cord to a zimmer 2000 tourniquet pump in one hand and grabbed the IV pole of a neptune rover to pull it out of the room and was shocked. It was reported that both pieces of equipment were unplugged at the time. The nurse was sent for medical attention and there was a red mark on her hand.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.